Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube connector not plugged in properly. The pump functioned after plugging. The pump was received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she called in the past with issues and they were able to resolve it, but they occurred again so she went off the insulin pump. Customer stated that she reverted to her back-up plan until she could see her health care provider. Customer stated that the pump is blank and she has tried new batteries but nothing happens. Customer stated that the issue occurred again about a week after the previous call. Customer stated that her blood glucose runs high. Customer reported that the pump has not been dropped, bumped, or exposed to moisture. Troubleshooting was performed but the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.